Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d334trg biv ICD implanted: 2011-(B)(6), 5076-45 lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead defibrillator coil impedance is high triggering an rvc alert. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.